Event description:
This pacemaker was returned to ela on august 9, 2001 for routine end of life. However, on september 5, 2001, further investigation revealed that after 29 months of implantation, this pacemaker was explanted because of reported ventricular non-capture. The ventricular lead attached to this pacemaker was also removed and reported on an MDR.